Event description:
It was reported that the unspecified bd¿ syringe and needle were difficult to connect and the cartridge had to be pierced twice. The following information was provided by the initial reporter: "note from patient read, "had trouble with the cartridge marked with an "x". I had to pierce it twice. Something was wrong with the needle."" Received a commercial product complaint tw# (B)(4). That occurred in the USA relating to ancillary components for use with the drug product, natpara lot 01151799 for device malfunction (needle). Which needle is this complaint referring to below? Dosing. Did this complaint occur in or outside USA? In USA. Is the date of event known? (B)(6) 2020. Was there any adverse events due to the reported issue? Medical intervention? Course of treatment change? Other actions? N/a.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. See h.10.

Manufacturer narrative:
Unknown manufacturer: medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ syringe and needle were difficult to connect and the cartridge had to be pierced twice. The following information was provided by the initial reporter: "note from patient read, "had trouble with the cartridge marked with an "x". I had to pierce it twice. Something was wrong with the needle."" Received a commercial product complaint tw# (B)(4) that occurred in the USA relating to ancillary components for use with the drug product, natpara lot 01151799 for device malfunction (needle). Which needle is this complaint referring to below? Dosing. Did this complaint occur in or outside USA? In USA. Is the date of event known? (B)(6) 2020. Was there any adverse events due to the reported issue? Medical intervention? Course. Of treatment change? Other actions? N/a.